Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had too bright of an image. The issue occurred during an unspecified procedure that was completed with the same device. There were no reports of patient harm.